Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: h6 (impact code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in pcf-190 series operational manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: air/water cylinder had no color; air/water cylinder had foreign objects; scope cylinder had no color; due to wear of angle wire, bending angle in left direction does not meet the standard value; air/water tube had foreign objects; jet tube had foreign objects; light guide lens had a crack; adhesive on bending section cover or distal sheath rubber is detached; connecting tube had a scratch; and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The device evis exera iii colonovideoscope was returned to olympus. There was no complaint received from the end-user. The evaluation found that the air/water tube and jet tube had foreign material. There are no reports of patient or user harm associated with this event.